Event description:
A lifepak 12 defibrillator failed to charge on three attempts during a code. A backup defibrillator was made available and used. The pt was resuscitated. The pt expired the following day.